Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating a broken adc meter screen after a fall. On (B)(6) 2022, as a result of not being able to monitor glucose levels, the customer experienced unspecified symptoms of hypoglycemia and had a seizure. The customer was able to self-treat with glucose provided by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. No issues were observed upon visual inspection. The customers complaint of a broken screen was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating a broken adc meter screen after a fall. On 14mar2022, as a result of not being able to monitor glucose levels, the customer experienced unspecified symptoms of hypoglycemia and had a seizure. The customer was able to self-treat with glucose provided by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.